Event description:
During an implant procedure, there was difficulty implanting the right ventricular (rv) lead. The lead was not implanted and a new lead was implanted to resolve the event. The patient was stable with no adverse consequences reported. Additional information was requested but was not received.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found the helix to be retracted and clogged with blood and body tissue. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted properly. The measured full helix extension length was within specification. The reported event of difficulty implanting or electrode spinning was not confirmed.